Manufacturer narrative:
Upon receipt, the ICD was successfully interrogated, displaying the battery status eri. The device was implanted for 6 months, 4 charging cycles were recorded. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, the current consumption of the device was tested and the memory content was analyzed. Thereby an elevated current consumption was found, which confirms the clinical observation. Therefore, the ICD was opened and the inner assembly analyzed. A visual inspection of the electronic module showed no anomalies. During the electrical analysis of the electronic module a damaged integrated circuit was identified which led to an increased current consumption and therefore contributed to the premature activation of the battery status eri. The device automatically detects any increase of current consumption and notifies the user by a warning message upon interrogation. The quality documents for this ICD were re-investigated. The manufacturing records confirm a flawless device production. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In particular during the final acceptance test no anomaly in the current consumption of the device was observed. In summary, the clinical observation resulted from an increased current consumption of the ICD. The root cause was identified to be a damaged integrated circuit on the electronic module. While the device was implanted and in service, all therapy functions were available. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 6 months, it was reported that during a follow-up, the ICD was interrogated and indicated there was an elevated power consumption. It was decided to explant the device. No adverse patient side effects have been reported.